Event description:
Pt reported the side buttons on the infusion device often do not function. Pt stated the device is also receiving an e8 (mechanical error) message and an e8 (power interrupt) error message. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.

Manufacturer narrative:
E6 and e8 were found in the history list. The pump correctly triggered the e6 error messages due to temporary step loss. This can be caused by too high friction. The pump correctly triggered an e8 error as a result of the power interrupt while the pump was in run mode.